Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer opened a tray and the syringe had a liquid substance inside that smeared when the plunger was moved. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400430109. One (1) used tray with packaging was returned for evaluation. Inside of the tray in a plastic bag was an ops 20ml perfusor syringe. Visual examination of the returned 20ml syringe notes that the liquid present inside is excess silicone. No other defects are present on the syringe. The defect of excess silicone on the inside of the syringe is confirmed. Due to previous complaints for the same issue, our internal document was updated with pictures and instructions to clarify the handling of the plunger tips. Additionally, pictures of unacceptable syringes were also added. This document became effective on 2019-04-26. Since this lot was produced before this change, no further actions will be taken at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.